Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced both reagent probe wash collars and aligned the probes. Instrument's performance was verified per established procedures and results met published specifications. Failure mode is unknown; although the fse replaced the reagent probe wash collars, the issue could have been misaligned reagent probes. Results: reagent probe wash collars or misaligned reagent probes.

Event description:
The customer reported obtaining a false low vpa (valproic acid) result for one (1) patient sample involving a unicel dxc 880i synchron access clinical system. The customer stated that a result of 90.2 micrograms per milliliter was obtained on (B)(6) 2013 and reported out of the laboratory. The customer noticed a low vpa qc (quality control) result on the following day and repeated the patient sample from the previous day. A vpa result of 67.3 micrograms per milliliter was obtained on (B)(6) 2013 but was not reported out of the laboratory. After a beckman coulter fse (field service engineer) visited the customer's site and corrected the issue, the initial patient sample was repeated again and a vpa result of approximately 93 micrograms per milliliter was obtained. The vpa result of 67.3 micrograms per milliliter which was obtained on (B)(6) 2013 was determined to be incorrect. The vpa qc results were recovering low out of the laboratory's established ranges on (B)(6) 2013. Qc results obtained on (B)(6) 2013 were within the laboratory's established ranges.